Event description:
Impedance trends appear stable up to this interrogation, but rvcm data shows high chronic rv capture threshold since implant. There was an rv lead integrity warning on (B)(6) 2023 due to high-rate non-sustained episodes and 34 short v-v counts, all on (B)(6) 2023, which also aligns with a programmer session and cl interrogation. Looking deeper into this day, I found that the device appropriately delivered 2 hv shocks (40j, b>ax*) in episode #7. I noted some rv under-sensing during this episode of fine vf, but no scps triggered during these hv shocks. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).